Event description:
It was reported that this device recorded an error message and was found to have reverted to a safety mode status. This device remains in service. No adverse patient effects were reported.